Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that the inner shaft has been disassembled from the stop locking pin being sheared and the inner shaft was not returned for analysis. The spring in the locking mechanism is missing and there appears to be some damage to the threads. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, during pedicle screw placement, tip of driver sheared off and the broken tip of the driver remains inside the screw interface. No patient complications have been reported as a result of this event.